Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient went to the emergency department due to a clotted off dialysis fistula. The issue was indicated to be unrelated to lvad therapy and something the patient had experienced before. The patient was not symptomatic due to the issue and inr was within their normal range. The patient was given a temporary vascath and an ir procedure found stenosis in the fistula. The fistula was reopened. The patient was discharge home with the fistula again usable for dialysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient came to the emergency department on (B)(6) 2019 with complaints of a clotted off dialysis fistula. A temporary vascath was placed. The patient had an interventional radiology (ir) procedure which found stenosis in the fistula and fistula was subsequently reopened. The event is not thought to be device or device therapy related per the clinician as the patient reports having had this issue before. Patient's inr was 2 at the time of event which is within normal range for him. No recent changes to anticoagulation status were reported. The patient was not symptomatic. Patient was discharged home after event was resolved. The fistula is able to be used again for dialysis after ir procedure. No continued plan of care was reported. No additional information was provided.